Manufacturer narrative:
Date sent to FDA: 9/21/2020. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to FDA: 9/11/2020. Additional information: a1, a2, b7, d3, d4, g1, g2. Additional b5 narrative: it was reported that the patient experienced seroma, hernia recurrence, adhesions following the surgery.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent incisional hernia repair surgery on (B)(6) 2017 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2017 during which the surgeon noted the mesh was not incorporated to the overlying skin. There were multiple areas of fascial separation from the mesh. It was reported that the patient experienced severe pain, nausea and loss of appetite. No additional information was provided.